Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had an issue: intermittent but recurring system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information d1, d3, d4 model, d4 unique identifier (UDI) #, g4 combination product additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During evaluation, the reported problem of 'but recurring error 345' was not reproduced. A review of the event history log (ehl) revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream thermistor values are out of range. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.